Manufacturer narrative:
Product event summary: the controller and controller ac adapter were not returned for evaluation. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned battery passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections involving the battery. Momentary disconnection will result in an audible tone or "beep". There is no evidence that the lubrication servicing was performed on the reported device. Log files analysis also revealed a controller power-up with its associated motor starts on (B)(6) 2018 at 9:40:43. The data point recorded before the loss of power revealed t hat a battery was connected to power port one with 84% relative state of charge (rsoc) and an ac adapter connected to power port two. The data point recorded after the loss of power revealed that the same battery was connected to power port one and a battery was then connected to power port two. The controller was without power for 11 seconds. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the premature power switching events and beeps can be attributed to momentary disconnections between the controller and battery. An internal investigation examined momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings: heartware ventricular assist system ¿ controller ac adapter/ (B)(4)/ model #: 1640de (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-07-31 UDI #: (B)(4), mfg date: 2018-07-16 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeps on the controller while using the controller ac adapter and a battery. The patient disconnected the controller ac adapter and was attempting to connect a second battery when the controller screen turned blank and there was a momentary no-power alarm, resulting in a pump stop. After the second battery was connected, the alarm resolved, the controller screen ¿reappeared¿ and the pump restarted. It was noted that power switching was suspected. The controller and controller ac adapter remain in use. The battery was exchanged. No patient complications have been reported as a result of this event.